Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). One 2ml pcm was received. Visual examination of the pcm showed no signs of physical defect or abnormality. A functional test was subsequently performed on the pcm. As a result, the pcm produced an average dispensed volume of 1.96 ml, which was within the specification range (1.80 - 2.20 ml) of the product. No signs of defect were found on the pcm. A batch review was conducted which found no nonconformances.

Event description:
It was reported to baxter (B)(4) that the reservoir of a ce 2 milliliter patient control module device was filling up very quickly during patient use. This condition could result in overdelivery. There was no patient injury or medical intervention. No additional information is available at this time.